Manufacturer narrative:
This report has been identified as event 2 of b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Event 2: as reported by the user facility: the clinician was using the vented vial adapter (spike) to puncture a treprostinil vial. When it punctured, only the tip of the spike went into the bottle. It did clamp onto the bottle, but the clinician could not pull the medication out of the vial. Further attempts were made to re-spike the vial, causing particulate matter to fall into the drug vial. A new spike and new vial of medication were used and no further difficulties were noted.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number 400502895. No sample and/or lot number were provided. Further investigation of the complaint is not possible. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.